Manufacturer narrative:
This lead will not be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a follow up the physician observed various episode of noise with this right ventricular (rv) lead. Syncope episodes were also noted. The patient was admitted to implant a new lead and during the procedure when explanting this rv lead a fracture was seen. A new lead was implanted. The lead will not be returned as it was contaminated. No additional adverse patient effects were reported.